Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single product during the fill stage (3/4), where the home patient switched bags during therapy. This complaint is confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 3 of 4. Per the initial report, the home patient (hp) had switched out the solution bags during therapy. The technical service representative (tsr) helped the caller end therapy and told the caller to call the nurse regarding the missed therapy and switching out the bags while connected to the machine. The caller would call back with any problems or questions. Global product surveillance) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn did not know about the reported problem. The pdrn stated she would talk to the hp. The pdrn stated that the hp was doing fine and continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.